Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. Information was reported that the caller stated the patient's whole spinal cord stimulator (scs) was removed because the ins was pinching her. The ins was removed in (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.